Event description:
Patient was admitted to surgery in 2003 for implantation of an three evel, bilateral st360 stabilization system at l3-l5. Surgeon was torquing down a locking nut to secure a small connector to a 6.5 x 45mm pedicle screw (part# 07.00319.035), at l4, when the threaded toggle on the top of the screw broke off. The surgeon was not able to remove the connector from the pedicle screw and made the decision to leave the screw and connector as is. The surgeon did add two adjustable transverse connectors to increase th stability of the construct.